Event description:
It was reported that the user experienced recurrent nighttime low blood glucose over several months while using the ilet system without meal announcements per external hcp direction, and using correction doses as meal coverage, and the agent provided troubleshooting and education including recommending a soft or factory reset and assigning additional training. Symptoms included hypoglycemia and hyperglycemia. Outcomes included insufficient information to characterize event impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified, and improper or incorrect procedure or method related to the user interface, specifically failure to follow instructions regarding meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions. The user was advised to use the device as intended with meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.